Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204/damaged case) has been confirmed. Upon investigation the monitor was displaying service codes and failed incoming functional testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
Upon investigation the monitor displayed a service code 204 (belt/monitor unusable).